Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a lower extremity artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. During the procedure, the balloon burst and could not be released. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that 100% stenosed target lesion was located in the moderately tortuous and severely calcified lower extremity artery. During the second inflation at 12 atmospheres for 100 seconds, the balloon ruptured. The patients anatomy was found to be challenging, but patient-related factors did not contribute to the reported event. Additionally, no procedural factors were identified as contributing to the occurrence of the event.

Manufacturer narrative:
E1: initial reporter facility name/ e1: initial reporter address 2/ e1: initial reporter phone: (B)(6)

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a lower extremity artery. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. During the procedure, the balloon burst and could not be released. The procedure was completed with another of same device. There were no patient complications as a result of this event.